Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the probe was not working correctly. Add'l info received indicated the bipolar brush/handle heated up causing "bubbling" in the eye fluid. Multiple attempts were made to retrieve info regarding if there was any pt impact but no info has been received to date.